Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture and sensing anomaly. Also reported was that after a 1 hour attempt to place with continuously abnormal measurements, the lead was removed and replaced.~~~~~~~